Manufacturer narrative:
Date of event: unknown. Initial reporter fax #: (B)(6). Initial reporter facility name: (B)(6) - hospital (B)(6). Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: it was performed the DHR, quality notifications and maintenance records were checked, and no records potentially related to the occurrence were found. The image provided was analyzed and it was possible to observe damaged rod. The probable cause for the incident is related to a molding station failure, which may have caused the rod to become fragile and, throughout the process, to be aggravated, thus causing the incident. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the ser plas 1ml 13x3,8 u-100 150 experienced product damage while still considered operable. The following information was provided by the initial reporter: 1ml syringe has come broken inside its original package, product is sealed.